Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 425cc saline breast prostheses. Left side capsular contracture baker grade iii was confirmed through physical examination. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile 425cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 5/18/2018, mentor became aware that the correct suspect medical device date of implantation was (B)(6) 2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 2.4 cm on the anterior aspect. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).